Manufacturer narrative:
Field service engineer was dispatched to the customer site. The catalytic converter and the oil mist filter were replaced to resolve the reported smoke issue. Unit meets specifications and was returned to service. The hardware investigation has begun but it has not been completed at this time when the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿smoke¿ coming from the sterrad® 100nx sterilizer. The customer stated that the unit had a ¿cloud of smoke behind it¿, so they cancelled the cycle and evacuated the area until the smoke cleared out. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluated by manufacturer correction from no to yes. The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter did not exhibit any smoke or odor. The reason for return of the catalytic converter could not be confirmed. The oil mist filter was returned and tested. The oil mist filter did not exhibit any smoke or odor. The reason for return of the oil mist filter could not be confirmed. The assignable cause of the smoke/haze issue is likely due to the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).